Event description:
Per the clinic, the patient experienced an infection at abutment site. Subsequently, the patient was treated with antibiotics (type, date and duration not reported) and was placed under general anesthesia on (B)(6) 2024, in order to remove the abutment.